Manufacturer narrative:
Updated to include patient age and date of birth. Updated to include patient gender. Updated to include reason for explant, implant information, explant information, and patient status. Updated to include testing prior to implant. Updated to include reported bmi. Updated to state yes, the initial reporter also sent FDA report. Updated to include patient codes 1815 and 2607. Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia and associated weight loss and impaction leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on an unknown date by dr. (B)(6). Device explant due to severe ongoing dysphagia, weight loss, and impaction occurred without issue on (B)(6) 2018 by dr. (B)(6). Device was found in the correct position/geometry. It was noted that there was "no scar around implant" at the time of removal. The patient's dysphagia was resolved as of (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant occurred without issue on (B)(6) 2018 for unknown reasons.